Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous, 70% stenosed, de novo lesion in the mid right coronary artery (mrca). Two stents, a 4.50x18mm, and a 4.0x18mm xience skypoint drug eluting stents (des) could not be advanced through the non-abbott guide extension catheter and dislodged outside the patient anatomy inside of the guide extension catheter. There was no adverse patient effect and no clinically significant delay in the procedure. A new, 4.5x18mm skypoint des was able to be delivered through a new non-abbott guide extension catheter to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other xience skypoint stent system referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulties could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.